Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 347 mg/dl. The customer was still in the hospital a the time of the call due to her pregnancy. She was wearing the insulin pump at the time of the event. She had been experiencing high blood glucose for that day and had been treating only with the insulin pump. The customer found that the infusion set cannula had been bent. The blood glucose had run as high as 507 mg/dl. The insulin pump was not replaced or returned for analysis.